Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device could not be used. There was no pt consequence. Add'l info received on 6/10/97. It was clarified that the device did not work properly.

Manufacturer narrative:
Facility experienced an event with endopath* ets while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973635. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspectons & results: batch number, k00w0k; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired. Functional tests & results: condtion of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based on the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "could not be used" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design spcifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cylce was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartride will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs is order to continuously improve the products.